Event description:
The biomedical engineer reported that central monitoring systems are showing intermittent signal loss for while monitoring multiple transmitters the org-9110a multiple patient receiver used with the transmitters has been rebooted and other troubleshooting steps have been taken but the issue still persists. Customer has requested on site service to resolve their issue.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported the facility was experiencing intermittent signal loss for telemetry. Nk tech support assisted customer in the two org receivers that was experiencing this signal loss: serial numbers (B)(6). After much troubleshooting, customer stated they would like to request on-site support rather than telephone support to resolve the issue. On-site support identified the issue was caused by interference from competing devices. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: customer's service history shows no other service incidents had been created for this customer since (B)(6) 2019. Customer was in the process of switching to another vendor. The root cause of the issue was due to customer's use of competing devices. Corrected information: g4. Date received by manufacturer: should be (B)(6) 2019 not (B)(6) 2019 as listed on MDR initial report. D11. Concomitant medical products: the cns was monitoring the org when it went into communication loss. No model/serial for cns was provided.

Manufacturer narrative:
The biomedical engineer reported that central monitoring systems are showing intermittent signal loss for while monitoring multiple transmitters the org-9110a multiple patient receiver used with the transmitters has been rebooted and other troubleshooting steps have been taken but the issue still persists. Customer has requested on site service to resolve their issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that central monitoring systems are showing intermittent signal loss for while monitoring multiple transmitters the org-9110a multiple patient receiver used with the transmitters has been rebooted and other troubleshooting steps have been taken but the issue still persists. Customer has requested on site service to resolve their issue.